Manufacturer narrative:
The device was evaluated by an authorized repair technician. The technician function tested the unit with no issues found that would have contributed to the stretcher lowering unexpectedly. The cot was returned to service. The customer has not provided any further details pertaining to the patient injury or medical intervention sought.

Event description:
The customer reported while unloading a patient from the ambulance the cot shifted and the patient and stretcher lowered from the ambulance unexpectedly. The patient later alleged back pain, as a result. The customer did not provide any details and was unsure if medical intervention was required. The device will be evaluated.